Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, lab: 2.7, inratio: 3.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time the complaint was filed: date: 2008, confidence limits: 2.0-5.0, inratio 3.9, lab: 2.7, mean: 3.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Per text, "investigation revealed that customer was using incorrect strip code ce9kq instead of 3a4at. L2 trained customer on how to change the strip code." Caller misused the products. No further testing required.